Event description:
On (B)(6) 2024 an ilet user reported experiencing a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user called for assistance with a supply and site change but reported significant abdominal pain, persistent vomiting, dizziness and a panic attack. The agent identified these symptoms as indicative of diabetic ketoacidosis (dka) and advised the user to call 911 immediately. The user's blood glucose (bg) was at 263 mg/dl at the time. On (B)(6) 2024 the agent followed up the user confirmed hospitalization due to gastroparesis, a digestive disorder causing the elevated bg. The highest bg recorded during the event was 267 mg/dl. The user was admitted to the hospital on (B)(6) 2024 and discharged on (B)(6) 2024. The user received manual insulin while hospitalized and later resumed using the ilet upon discharge.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. The hyperglycemic event was likely caused by a failed infusion set or some other failure along the fluid pathway, resulting in insufficient insulin delivery. The user's other medical conditions likely contributed to the severity of the event.